Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported pain at the implant site. Interventions included medication that was administered on (B)(6) 2013. It was reported that the event was possibly related to the device or therapy and related to the implant procedure. Specifically, it was reported due to the surgery/anethesia. The area was warm to the touch and the pain level was 6/10. They did not complete their course of antibiotic post op because the patient had a reaction. On (B)(6) 2013, the patient was present for follow up and the incisional pain decreased after starting antibiotics. The event was resolved without sequelae on (B)(6) 2013. Relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the exact cause was not determined. No further complications were reported.

Manufacturer narrative:
Event is not considered to be a congenital anomaly. Removed from the outcome attributed to adverse event. If information is provided in the future, a supplemental report will be issued.